Event description:
According to the initial information received, a 38mm amplatzer septal occluder (aso) was attempted to close an atrial septal defect. After deployment, the aso dislodged and embolized to the left pulmonary artery. The aso was retrieved successfully with a 10mm snare and the patient suffered no sequelae. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive since no additional information was received. The cause of this event remains unknown.